Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2011-08227. The pt received the scs system on (B)(6) 2011. It was reported that the lead has migrated. During the lead replacement procedure, when the lead was removed from the pt's ipg, some of the terminal contacts of the lead remained in the ipg. The ipg was replaced by a new ipg. No further info is available at this time.